Event description:
A physician reported that one of her pts presented with an ectopic pregnancy 3 months following placement of essure micro-inserts. The physician states that the pt did not use contraception and became pregnant 1 month post placement of the micro-inserts. The physician ordered an hsg which showed one side with satisfactory placement and occlusion; however, the other tube is occluded but no micro-insert was observed. Pt was successfully treated with methotrexate, and is doing well following treatment.

Manufacturer narrative:
(B)(4).